Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was hot to the touch despite being in room temperature conditions. Reportedly, the pump was charging during the reported events. Customer alleged that heat from battery was destroying insulin, however, no pump alarms could be identified to indicate a temperature issue in the pump. Customer's blood glucose level was 128 mg/dl. The customer continued to use the pump for insulin therapy.